Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) evaluated the electronic patient gas system (epgs) using a lab use only (luo) testing equipment. The epgs was successfully calibrated. On-screen oxygen (o2) values tracked consistently with the values as read by the external o2 analyzer. It was determined that the epgs meet specifications.

Event description:
Additional information was received that the issue occurred during set-up of the device for a cardiopulmonary bypass (cpb) procedure. A second calibration was performed but the issue remained. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) observed the oxygen (o2) sensor to pass calibration. The o2 sensor was replaced as a precaution. The electronic patient gas system (epgs) was reconditioned. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. Upon further evaluation, the fsr observed failed calibrations in the epgs event history. The epgs was replaced, and release testing was performed. The unit operated to the manufacturer's specifications. This complaint is related to (B)(4). MFR #1828100-2023-00049.

Event description:
It was reported that the electronic patient gas system (epgs) failed to calibrate. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.